Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was failed. The technical support specialist (tss) determined application was restarted, and after the restart, the validation code worked successfully. The issue was resolved, and normal functionality was restored. The system functioned as intended after the technical support specialist troubleshot the device. E.1 - initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue medication for the patient as its show the validation code was invalid. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.